Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed, and the cause was determined to be use related. The proximal section of the 4.2fr broviac catheter was returned for investigation. The intermediate tubing broke at the adhesive fillet at the distal end of the clamping oversleeve. The 4.2 fr tubing broke within the clamping oversleeve and the break coincided with the distal tip of the luer adaptor stem. Elastic weakness was observed in the 4.2 fr and intermediate tubing segments. A microscopic examination of the adjoining surfaces of the break sites revealed an uneven and granular surface, which is consistent with a tensile break. It was reported that the catheter was pulled when the patient was playing with a sibling. The broviac catheter should be secured out of sight for infants and children. Vests and other clothing should be used to completely cover tubing and exit site. Patients should not be allowed to pull on tubing at any time to avoid catheter damage or breakage.

Event description:
Facility reported that the patient was brought to the ed on (B)(6) 2017, for a broviac catheter break. The patient was playing with sibling when the catheter was pulled and snapped. The line was clamped, dressing intact and the line was repaired. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huar2510 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported that the patient was brought to the ed on (B)(6) 2017, for a broviac catheter break. The patient was playing with sibling when the catheter was pulled and snapped. The line was clamped, dressing intact and the line was repaired. No patient injury was reported.